Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction in the device's memory log, but could not duplicate the reported event. The cse inspected the device and the unit passed extended self testing. No parts were replaced.